Event description:
Philips received a complaint by the customer on the v60 indicating that there was intermittent tidal volume. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was intermittent tidal volume. The customer informed the remote service engineer (rse) the ventilator was not giving the correct volumes. There were no error codes to note in the event log. The customer requested onsite service. The investigation is ongoing.

Manufacturer narrative:
The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was intermittent tidal volume. The customer informed the remote service engineer (rse) the ventilator was not giving the correct volumes. There were no error codes to note in the event log. The customer requested onsite service. A philips authorized service provider (asp) went onsite and performed a full test and verification and was able to reproduce the customer complaint. The device failed during the air flow accuracy test, showing airflow values significantly higher than the designed specifications. The philips asp then replaced the gas delivery system (gds). The philips asp replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.